Event description:
It was reported that prior to a percutaneous transluminal coronary angioplasty (ptca) procedure, preclose placement of the sutures in a 6-french arteriotomy was attempted in the common femoral artery using two proglide devices. Reportedly, when the suture was retrieved, the pre-formed knot was not present. The device was removed and a second proglide device was attempted, but when the suture was retrieved, the pre-formed knot was not present. The device was removed and the sutures of a prostar xl were deployed and set to the side. After the ptca procedure, the prostar xl knot was advanced to the arteriotomy site to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the prostar xl and proglide devices and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: changed from femoral angiogram to computerized tomograph scan. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.